Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. However, the exact cause of the user's experience and the reported phenomenon could not yet be determined since the evaluation/investigation is still ongoing. However, as soon as the investigation results and final evaluation are available, this report will be updated. Evaluation in progress.

Event description:
Olympus was informed that during a therapeutic hysteroscopic myomectomy procedure, the loop wire at the distal end of the hf resection electrode broke off and fell inside the patient. The fragment was not retrieved since it was assumed that it was flushed out with irrigation fluid. However, the intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the loop wire at the distal end of the hf resection electrode has broken off and that the device is severely deformed at the sheath and the fork. Due to the type of damage it must be assumed that the failure was caused by the application of excessive mechanical force at the distal end of the hf resection electrode. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.